Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the defib pad used with a philips heartstart intrepid on a clean shaven patient and when the shock was delivered, an arc appeared. The patient was left with a burn on his chest in the shape of the black section of the pad.

Manufacturer narrative:
The device history records (dhrs) were reviewed, and no abnormal process conditions were present during the manufacturing of the product, or the subassemblies that could have led to the reported condition. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process. The reported lot was manufactured between 18jan2022 and 20jan2022. There were no samples received with this complaint therefore an examination of the reported condition could not be made. Retained samples did not show any abnormalities with the gel body subassembly or finished good product. The results of the manufacturing facility investigation were unable to attribute any potential root causes associated with the manufacture of product which would have contributed to the susceptibility of skin irritation. Based upon the investigative details and the root cause evaluation, no corrective or preventative actions are required to be taken at this time in relation to the described event. This complaint will be used for tracking and trending purposes.